Event description:
The customer tested his blood glucose using 2 contour usb meters and received readings of 400 and 150mg/dl.the difference between the readings falls in the "c" zone of the consensus error grid, making the difference clinically significant.no adverse events were alleged.the test strips are to be returned for evaluation.new meters were sent to the customer.